Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture,09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was experiencing an issue where orders were not crossing between devices. A technical support specialist identified a time period during which admission discharge transfer messages were not crossing from epic, causing pyxis es stations to enter critical override mode. The specialist documented the findings and provided feedback to customer in a root cause analysis format to support further investigation and resolution. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue that order were not crossing across pyxis devices. Customer stated that this issue was affecting all patients and orders on all pyxis devices. There were no adverse events or injuries reported based on this incident.